Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported the ems only fired one staple. The surgeon attempted to fire the device again, but it would not fire. There was no consequence to the pt.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, yes(1 sideways); staples in the track, yes(23) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported "ems only fired one staple" during surgery occurred due to a staple jammed sideways in the nose behind the lifter. No conclusion could be reached as to how the staple had become jammed in the nose.